Event description:
A patient who has used the biopatch dressing in the past, experienced localized redness. The patient experienced round, itchy, redness, with raised bumps. The products was removed and immediate improvement was noted, with complete resolution within a few days. No additional treatment was required.